Event description:
The physician reported that during a follow-up visit, a high impedance measurement (2900 ohms) relative to the subject lead was observed. The following threshold measurements were also indicated: threshold > 4.0 v, with pulse width 0.35 ms and threshold > 2.5 v with pulse width 1 ms. On (B)(6) 2014, a reintervention was performed in an attempt to extract the subject lead, but it was not possible since the helix of the lead could not be released from the endocardium. The connector section of the lead was cut and discarded.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.